Event description:
The patient reported ¿the catheter is literally killing him.¿ the patient stated they hates the catheter and the programming because when they make a change the patient needs to wait days for everything to go through and the patient¿s are already in pain. The patient indicated that they do not think the manufacturer educates people enough. Per the patient ¿you need to make it through those 4-10 days without being killed and being able to function." The patient stated they need to contact the hcp to try and fix this. The pump was used to deliver fentanyl. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).